Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. The asr devices are discontinued/obsolete. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint- litigation alleges patient had severe and constant pain, elevated metal levels, tissue damage, build-up of synovial fluid and lack of mobility after asr hip implant. Update rec'd 9/24/2014 medical records received. Patient was revised to address stem loosening. Upon revision, excess scar tissue was noted. Dor provided. The stem is being added to the complaint. This complaint was updated on 10/23/2014.